Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having trouble with the infusion set adhering to the skin. Customer's blood glucose level was 420 mg/dl. Troubleshooting assisted customer with taping technique information. Customer declined high blood glucose troubleshooting. No further details provided.